Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 415 mg/dl. The customer has been experiencing high blood glucose levels and treatment with the pump did not bring blood glucose levels down. Customer's blood glucose value was 237 mg/dl at the time of the call. Customer's mother reported that the high blood glucose levels began on monday (B)(6) 2017 and they have been adjusting the carb and basal rates on the pump. The health care professional is aware of this issue and has been changing the rates on the pump. Troubleshooting was performed and the pump was found to be functioning as designed. The device settings were correct. The insulin pump passed the high pressure test. The product was not returned for analysis.